Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that this patient had a rt. Hip replacement about 2010 at the dmc. A trilock stem, pinnacle acet. Cup with an ultamet liner and cocro head were implanted. This patient saw several doctors in the last few years and was finally referred to dr. (B)(6) for possible hip mass. Today, dr. (B)(6) removed the ultamet liner and head as well as the tissue and fluid, which was sent to path. No infection was present at this time. The implants were found to be well fixed and in good position. Dr. (B)(6) replaced the liner with a poly implant and the cocro head was replaced with a ceramic ts head. The hip was stable and closed. Doi: 2010; dor: (B)(6) 2018; right hip. No surgical delay.

Event description:
Medical record received. Patient was revised to address metal debris with pseudotumor. Revision notes stated that there was a bone loss at the troch.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: appropriate term / code not available (e2402) is being utilized to capture bone injury/ injury (e20). Removed patient code surgical intervention. Removed product experience code no reported product problem. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.